Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® lithium heparinn 75 usp units blood collection tube has been found used after expiration. The vacutainer being expired was noticed after use. The following has been provided by the initial reporter: material no. 367884, batch no. Unknown. It was reported that customer used expired tube. Received call from customer wanting information on using an expired tube. He did not have a lot number therefore no samples are available. Does not know if there was erroneous results, which is the reason for the call. They are testing horses blood. Blood draw was taken place on (B)(6) 2019, he doesn't have lot but documentation does state the vacutainer had an 09/26/2019 expiration date.